Event description:
As reported by navilyst medical's distributor in (B)(4), in the distributor's warehouse, a small hole was found in the tyvek portion of the convenience kit pouch, breaching the sterility. The kit was one in a box of 10. The kit had not been provided to a hospital and is being returned to navilyst medical for evaluation.

Manufacturer narrative:
It has been indicated by the complaint reporter that a sample will be returned, but to date it has not arrived. Upon receipt of the sample a device evaluation will be performed and a supplemental medwatch will be submitted. (B)(4).